Manufacturer narrative:
(B)(4). Additional information: the analysis results found that one individual box was returned for analysis. The carton graphics indicated that the instrument was sc45a device. However, the label in the box indicated ec60a device. Upon visual inspection of the tyvek, the instrument was confirmed to be ec60a device instead of the sc45a device as the carton showed.

Event description:
It was reported that a sales unit of ec60a was received with two ec60a devices and one sc45a.

Manufacturer narrative:
(B)(4). Information is unavailable. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.